Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. Visual inspection revealed a damaged latch roller. The reported condition was verified. The cause of the condition was not determined. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.